Event description:
It was reported that approximately one month post implant the patient experienced a pocket infection. The implantable pulse generator (ipg) system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.